Event description:
The customer reported that the o2 concentration was out of specification. There was no patient or user harm reported.

Manufacturer narrative:
Date rec¿d by MFR : 08oct2019. The field service engineer replaced the flow sensor assembly to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer0: 16oct2019. Date of report: 18oct2019. The gas delivery system (gds) manifold assembly was received for evaluation with no signs of damage or contamination during visual inspection. After testing, it was determined that the air flow senor was out of specification which is what caused the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25jul2019.

Event description:
The customer reported that the o2 concentration was out of specification. There was no patient or user harm reported.